Event description:
It was reported that there was a confirmed motor stall in the event logs which occurred on (B)(6) 2015 at 13:38. There was reportedly no magnetic resonance imaging (MRI) or electromagnetic interference (emi). The patient was at home at the time. The patient had a return of pain and felt hot. The reporter was assisted in programming the pump to minimum rate mode and silencing the alarm. The patient was put on oral medication. The patient notified their healthcare provider (hcp) that the pump was alarming again on (B)(6) 2015. There was not more than one motor stall noted in the event logs. There was also a ¿stopped pump period may exceed tube set¿ message noted in the logs on (B)(6) 2015 at 13:38, followed by a motor stall recovery on the same day at 15:40. The pump was subsequently replaced. The patient status was alive no injury. The pump system was being used to infuse hydromorphone and bupivacaine. No outcome was reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot # n169798022, implanted: (B)(6) 2008, product type catheter. F(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient had only one stall noted in the event logs, and it had lasted from 3:38 pm on (B)(6) 2015, until the patient was seen on (B)(6) 2015. The nurse that had filled out the paperwork did not normally work with the pumps. No further information was given at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the pump found motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to shaft-bearing.

Event description:
Additional information received reported that there was more than one motor stall noted in the event logs; however, it was unclear when additional motor stalls occurred. The cause of the motor stall had not been determined. The patient recovered without permanent impairment. Further follow-up is being conducted to obtain information regarding additional motor stalls. If additional information is received, a follow-up report will be sent.